Manufacturer narrative:
H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. H11: secondary intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. The lens was repositioned but the problem was not resolved. Due to refractive surprise, the lens was removed and replaced intraoperatively for another same model/length but different power lens. The problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H3: device evaluation - the lens was returned dry in microcentrifuge vial with residue/debris on product. Visual inspection found optic deformed and haptic bent and stretched out. Dimensional inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Claim#: (B)(4).